Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass of gastroenterostomy, for the first firing for duodenum resection, the surgeon clamped the tissue and tried to fire the device but the firing would not advance at all. The product did not lock on tissue and was removed from the tissue without damaging it. The procedure was completed with another device. After the surgery, the sales rep met the surgeon and checked how the surgeon used the handle and cartridge and noticed that the surgeon pulled the plastic knob too much and clamped the tissue.the surgeon was retaught how to use the device. There was no patient injury noted.